Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results: at this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.

Event description:
Note: this report pertains to one of two cre pro gi wireguided dilatation balloon used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2026. During the procedure, the balloon ruptured during the second stage of dilatation. A second balloon was attempted to be used; however, the same problem occurred. It was reported that upon completion, the physician determined that the dilatation had been successfully performed and that no further dilatation was necessary, so the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be no particular deterioration.